Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfpf005 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported ¿incident with our port needle where the tubing split from the connector piece while chemo was infusing¿ additional information received 08/12/2021: . There was no harm to the patient, however risk to staff with chemo infusing during the event. It was reported this occurred with three devices. This report addresses the third device.